Manufacturer narrative:
Batch review performed on 14 march 2025: lot 2400958: (B)(4) items manufactured and released on 26-jul-2024. Expiration date: 2029-07-07. No anomalies found related to the problem. To date, 15 items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 4 months from primary the patient came in reporting pain due to patella tracking issues and the cause is unknown. The surgeon revised all components to hinge components and the surgery was completed successfully.